Event description:
The patient (B)(6) is implanted with two percutaneous leads from the same lot. During a recent programming session, it was reported the patient's left lead was causing a pressure sensation and the right lead was causing a stinging sensation. It is suspected the implant depth of the left lead is too shallow and the implant depth of the right lead is too deep. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.